Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to placement difficulty. This lead would not stay in the target vessel and lead was pulling back. This lead was never in service. A new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed revealed no abnormalities. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to placement difficulty. This lead would not stay in the target vessel and lead was pulling back. This lead was never in service. A new lead was placed. No adverse patient effects were reported.